Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored after the device was fired four times. They were at the end of the procedure and used the cautery method to complete the procedure. The surgeon fired the device. There were no noises reported and it was not difficult to fire. It is unknown if there were any clips in that area when firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 7 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.